Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot: p398933, exp: apr21, 0.9% sodium chloride injection; 250ml baxter bag, lot: y323972, exp: may21, carboplatin in 0.9% sodium chloride injection. The customer¿s report tubing broke near the lower fitment was confirmed. The suspect set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the lower fitment and tubing. Closer inspection of the separation under magnification observed insufficient solvent at the end of the tubing where the separation occurs. No other anomalies were observed with the set. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. Dimensional analysis was performed and the tubing was measured to be within specification(s). The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the tubing broke near the lower fitment when a nurse was priming a bag of ifosfamide [chemo]. After the nurse inserted the tubing into the chamber it broke and the clamp below became unhooked. The nurse immediately clamped the tubing and no chemo was spilled. The bag was not connected to a patient.

Manufacturer narrative:
Additional information: a.4, d.11.

Event description:
It was reported that the tubing broke near the lower fitment when a nurse was priming a bag of ifosfamide [chemo]. After the nurse inserted the tubing into the chamber it broke and the clamp below became unhooked. The nurse immediately clamped the tubing and no chemo was spilled. The bag was not connected to a patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing broke near the lower fitment when a nurse was priming a bag of ifosfamide [chemo]. After the nurse inserted the tubing into the chamber it broke and the clamp below became unhooked. The nurse immediately clamped the tubing and no chemo was spilled. The bag was not connected to a patient.